Event description:
It was reported via medwatch (B)(4) that the rotawire separation occurred. A 1.50mm rotapro and rotawire devices were selected for use in the percutaneous coronary intervention (pci) procedure of the 75% stenosed ostial proximal left circumflex. A rotapro burr sheared the rotawire off, the distal portion of the rotawire was not retrieved and left inside the circumflex of the patient. Balloon angioplasty performed and a stent was placed. No attempt was made to retrieve the detached rotawire due to the risk. The patient tolerated and there were no patient complications reported.

Event description:
It was reported via medwatch (B)(4) that the rotawire separation occurred. A 1.50mm rotapro and rotawire devices were selected for use in the percutaneous coronary intervention (pci) procedure of the 75% stenosed ostial proximal left circumflex. A rotapro burr sheared the rotawire off, the distal portion of the rotawire was not retrieved and left inside the circumflex of the patient. Balloon angioplasty performed and a stent was placed. No attempt was made to retrieve the detached rotawire due to the risk. The patient tolerated and there were no patient complications reported. It was further reported that the target lesion was located in a moderately and severely ostial proximal left circumflex. The rotapro device was prepped and platformed at 150,000rpm outside the patient. It was noticed the distal tip of the rotawire separated after the run. A shockwave performed and then a stent was placed. The patient became hypotensive for a couple of minutes. The patient was good condition post procedure.